Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the pancreatic body during an endoscopic ultrasound fine needle biopsy procedure performed on (B)(6) 2017. According to the complainant, the biopsy was performed transgrastrically and the procedure was completed with this device with no patient injury. However, post procedure, it was reported that the patient had developed a pancreatic cyst which is progressing towards recovery due to conservative treatment. The patient's condition after the treatment was reported to be good.

Manufacturer narrative:
Additional information a DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and there is information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the pancreatic body during an endoscopic ultrasound fine needle biopsy procedure performed on (B)(6) 2017. According to the complainant, the biopsy was performed transgrastrically and the procedure was completed with this device with no patient injury. However, post procedure, it was reported that the patient had developed a pancreatic cyst which is progressing towards recovery due to conservative treatment. The patient's condition after the treatment was reported to be good. Based on the additional information received on march 17, 2017, it was confirmed that they targeted a tumor at the pancreatic body but it is unknown if the cyst developed at the operative site. On (B)(6) 2017, 10 days after the procedure, the patient developed fever with an increase of c-reactive protein (crp) and biliary tract marker. Ultrasound was taken confirming a pancreatic cyst. As per physician's assessment, the occurrence of the pancreatic cyst is an anticipated complication that could have been caused by the ercp procedure and the usage of this device. Lastly, food and drinks were restricted and the patient was placed under observation.